Event description:
On (B)(6) 2011, ge healthcare was advised of a malfunction concerning a rapidstrand implantation. During implantation of the seeds, the seeds stuck in the end of one of the needles and were pulled out of the pt, as the needle was withdrawn. The strand was intact and hanging from the needle. The facility was able to re-load the needle and complete the implantation without further incident.

Manufacturer narrative:
Eval summary: qa investigation: since the product was not returned, direct physical examination could not take place. A photograph of the needle was supplied that showed no apparent defects in the needle tip, strand, stylet/needle length, or excessive bonewax. The mfg unit commented that it is not infrequent to find a specific needle difficult or impossible to load. Root cause could therefore not be established. Corrective action was taken to re-train technicians with instructions to withdraw from production needles that had resistance and to notify site quality assurance of the needle lot number for investigation by the MFR.